Manufacturer narrative:
The malfunction was observed during incoming testing, however after tightening the battery pins on the battery interconnect board to determine root cause, the malfunction was no longer seen. The device was put through extensive testing without duplicating the malfunction. The battery pins on the battery interconnect board were replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was intermittently unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.